Manufacturer narrative:
The returned unit was visually and functionally examined. A leak was confirmed from the edge of the catheter handle and irrigation tubing due to a damaged lumen. Catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they met the specification requirements.

Event description:
It was reported that during a pulmonary vein isolation procedure in the left atrium, the physician was having trouble isolating a left superior vein when he noticed that the catheter handle was leaking saline through the irrigated tubing. The catheter was replaced with the same model catheter and the case was continued without problems. There was no harm to the pt.